Event description:
A medtronic rep reported, the fusion navigation system is responding slowly even though all of the pt archive files have been removed. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info as no pt was present in this concern. Medtronic rep downgraded software and realized there were lots of pt exams on system, once erasing the exams, the system performed as intended. RMA issued for replacement computer.